Event description:
I had implants put in (B)(6) 2015. I have been ill over the past 3 years. Severe brain fog, depression, overstimulated quickly, noise sensitivity, anxiety, joint pain, hair loss. The list goes on. I'm desperate to have these removed. No longer taking medication, I refuse to. FDA safety report ID# (B)(4).